Event description:
Information received from the field notes that the patient had small cell carcinoma and had been treated five times with radiation and the device could not be interrogated. The patient's sinus rhythm was 90 bpm and magnet rate was 98 ppm.